Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that an electrical circuit component failure resulting in call service alarms. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the pump powered on to a call service cs127. The pump voltage was tested and was observed to be out of specifications. An electrical circuit component was observed to have failed on the printed circuit board. The component was replaced and the pump powered on normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).